Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and alarm during the prime test at 3.5 pounds due to moisture damage inside the sensor resistor. Moisture damage found on the motor also. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, error test, off no power test, occlusion test and no delivery test due to motor error alarm and alarm. Pump had minor scratched display window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was 431 mg/dl at the time of the incident. Customer stated that she hasn't had a chance to treat her high blood sugar. Customer stated that she was in the middle of changing out her infusion sets, because she didn't have enough insulin, when she encountered this issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.